Manufacturer narrative:
An event of device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the first deployment was noted as too shallow. It was observed that fully re-capturing the device could not be completely retracted. The decision was made to deploy the device in the ascending aorta above the sinotubular junction (stj). Based on all available information, the reported event appears to be related to procedural conditions (unable to fully recapture valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6)2024 using a large flexnav delivery system. During the procedure it was noted that there was resistance whilst advancing the device past the left iliac. After multiple attempts the device was advanced past the left iliac. The first deployment was noted as too shallow. It was observed that fully re-capturing the device could not be completely retracted. The decision was made to deploy the device in the ascending aorta above the sinotubular junction (stj). A kink was noted on the delivery system once removed from the patient. A new 29mm navitor transcatheter aortic valve was selected for implant using a new large flexnav delivery system. It was noted that the delivery system was unable to advance around the aortic arch. The valve and delivery system were removed from the patient. The procedure was aborted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.